Event description:
Clinical study: it was reported that 121 days after a coronary drug eluting stenting treatment procedure, the patient expired. Lesion 1 treated in the index procedure was a 2.7x28mm, 100% stenosed, mildly calcified, and moderately tortuous lesion in the proximal right coronary artery (prox rca), with possibly thrombus present. The lesion was treated with direct placement of two overlapping taxus liberte' drug eluting stents of size 3.0x32mm and 2.75x32mm. The lesion was post-dilated and no thrombus present post-procedure. Residual stenosis was 0%. Lesion 2 was a 2.75x28mm, 75% stenosed, mildly calcified, and mildly tortuous lesion in the distal rca, with possibly thrombus present. The lesion was treated with direct placement of a taxus liberte' 2.75x32mm drug eluting stent. The lesion was post-dilated and it was unable to determine if there was thrombus present post-procedure. Residual stenosis was 0%. Lesion 3 was a 2.75x12mm, 75% stenosed, mildly calcified, and mildly tortuous lesion in the 1st obtuse marginal branch (om1). The lesion was treated with direct placement of a taxus liberte' 2.75 x 16mm drug eluting stent. The lesion was post-dilated and it was unable to determine if there was thrombus pre-procedure and post-procedure. Residual stenosis was 0% . The index procedure also placed a taxus express2 drug eluting stent in a long lesion in the proximal to mid left anterior descending artery (lad) which was not a target lesion. The patient was discharged 3 days later on aspirin and plavix. At 121 days after the index procedure, the patient expired at home. The cause of death was unk and the relationship to taxus stents was also unk. No autopsy was performed. The patient was taking aspirin and plavix at the time of the event. No further information is available at this time.

Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed; therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.